Event description:
Patient was in a specialty center of the hospital for an inpatient bubble study echocardiogram. Patient came down with their implanted port accessed; the connector tubing attached to the port had two injection caps. This patient came down with intravenous (IV) fluids running in the injection cap closest to the patient. Nurse twisted and disconnected the IV tubing from the port to be able to do a bubble study through that port, but the plastic end of the IV tubing broke off and stayed in the injection cap.(the male portion of the luer lock snapped off inside the female portion of the luer lock which is attached to the port tubing.) This has never happened to the nurse before, so the nurse immediately clamped off the tubing to prevent infection and so the plastic piece couldn't migrate up the line. Nursing team changed out the injection cap. To be cautious, nurse pulled back 10 ml of blood and then flushed with saline after that. We used the other injection cap to complete bubble study, flushed with saline after and notified patient's nurse re: IV team needing to change out the connector tubing and nurse would need to change out IV tubing. Unfortunately, the port tubing with broken piece was not saved nor is the lot number available. Sending to manufacturer for information of event occurrence.